Event description:
It was reported that the ilet pump touchscreen sustained a crack consistent with a fracture of the touchscreen component, and the device was otherwise reported without alerts or alarms. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user or caregiver. Investigation of this case revealed a stress-related problem affecting the touchscreen that resulted in a fracture of the display. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.